Event description:
Allegedly, patient was revised due to cocr corrosion at the profemur® long neck, during the procedure dr. (B)(6) found severe metallosis involving the entire synovium. Components from another manufacturer: 48mm medacta versafit acetabular shell, 28mm medacta dual mobility poly liner.

Manufacturer narrative:
This event was already captured under report 3010536692-2020-00558. This report refers to an additional component associated to the event. During assessment of the investigation it was found that there was no alleged deficiency against this product. Therefore this component is not reportable. Please void the initial report.